Event description:
A customer contacted beckman coulter regarding reproducibility issue for white blood cells (wbc) on the coulter lh 750 analyzer. A patient sample was tested for wbc and a result of 1.1x10to the 3rd power cells/ul was obtained. The result was accompanied by operator definable message "al" (al-"result is lower than your action low limits. Follow your laboratory's policies for reviewing the sample"). The wbc result was reported out of the lab. The original sample was re-tested for wbc and the repeated result was 0.1 x 10 to the 3rd power cells/ul. The original sample was tested for wbc on a different instrument in the customer's lab and wbc was 0.1 x 10 to the 3rd power cells/ul. In addition, a manual smear was performed for wbc and a result of 0.1 was obtained. A corrected report with wbc result of 0.1x10 to the 3rd power cells/ul has been issued. There was no death, serious injury, or change to patient treatment as a result of this event.

Manufacturer narrative:
Qc is run every shift, and qc data for 2 levels was within specifications. The instrument is currently performing within qc specifications. The specimen was collected in a 5ml, edta vacutainer tube. A field service engineer (fse) was not dispatched to the customer's lab: a) the customer stated they believe the instrument is functioning properly. Patient treatment was not affected in this event. The sample was retested and corrected report has been issued. On recur, due to critically low wbc value, treatment could have been initiated or withheld. The root cause of this event is unknown and unknowable. A malfunction will be assumed for the purpose of this report.